Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that a syringe 1.0ml 29ga 1/2in bls 500 au had the cannula piercing through the shield and blister pack during use. The following was reported by the initial reporter: "staff had a needle stick injury while handling unopen package."